Event description:
It was reported to bsc/target that "after detaching the inflated balloon part # 771592 inside the the fistula, the balloon deflated after 5 minutes. Opening the fistula again, a second inflated balloon part # 771852 was detached. Again the balloon deflated after 10 minutes of detachment.